Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there were placement signal issues. The team attempted to re-zero without resolution. The patient was unable to tolerate dialysis due to end stage renal disease. The family decided to withdraw care and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Rp pump was not returned for investigation. Data logs shows patient condition decreasing trend in optical signal based on 5s parameter value of snr with placement signal not reliable alarm. Meanwhile, patient was on bipella support. Upon further review of the cp pump logs, it was found that the left heart pump cp was under several suction conditions during the case run. The cause of the optical signal issue was most likely patient condition related based on log analysis and was related to management of bipella since the left sided device was in suction during the optical signal issues. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.